Manufacturer narrative:
The customer's complaint that the thermogard console (sn (B)(6) displayed a "pump failure" message was confirmed based on the functional testing. The root cause of the reported complaint was a malfunctioning vexta motor assembly, likely due to an overflow of saline into the console caused by a leaking start-up kit (suk) or user mishandling. During further inspection, heavy fluid intrusion was found in the raceway, on the rotor, on the pump motor, and inside the device. However, no previous event was reported for a leaking suk associated with this thermogard console. During functional testing, the thermogard console pump motor failed to rotate, confirming the reported complaint. The root cause was the malfunctioning vexta motor assembly, which was replaced to remedy the reported issue. Following service, the thermogard console passed all tests without issue, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no prior history of complaints for the thermogard console with serial number (B)(6).

Event description:
During setup of the ivtm therapy, the thermogard xp ivtm console (sn (B)(6) displayed a "pump failure" message and would not prime. The ivtm therapy was continued using another thermogard console. No consequences or impacts on the patient.